Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than scratches on the screen. Review of the device data log did not show any findings. Functional testing included use testing. The pump was started in application and no problems were found with double beeping. The downstream occlusion sensor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited double beep for no cassette alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.